Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited low sensing and high thresholds. As a result, surgical intervention was undertaken during which the lead was capped. No patient symptoms were reported.